Manufacturer narrative:
(B)(4). Upon follow up it was reported, the cause of the peritonitis was still unknown. On an unreported date, the patient had completed the course of antibiotics and the effluent was clear. Eleven days prior to the receipt of this report, the patient was discharged from the hospital and had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with meropenem injection 1.5 grams once a day (route and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis. No additional information is available.